Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 1627487-2024-07481. It was reported that the patient's t12 leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's lead was replaced to address the issue.